Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and cosmetic damage. Blood glucose at the time of incident was 450 mg/dl. Customer change complete set and it took 6 hours to get below 200 mg/dl. Customer reported that recently she had blood glucose of 60 mg/dl. Customer treated for high blood glucose with insulin pump. Customer corrected low blood glucose with juice box. Customer reported battery compartment damage. Customer declined troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.